Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, a pod4 coil did not form (coil up) correctly in the aneurysm and was removed. The procedure was completed using three new ruby coils. There was no report of an adverse effect to the patient.